Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery failed calibration, was completely drained, and could not recharge again. There was no report of patient involvement.